Manufacturer narrative:
Per tandem's t:slim x2 g6 user guide it states: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using apidra insulin. Tandem customer technical support informed customer that apidra is off label per the user guide. Customer changed tubing to address the occlusion alarms and successfully resumed insulin. Customer's blood glucose level was between 54-500 mg/dl.